Event description:
A malfunction occurred on the pump, but no notable events happened beforehand. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to call back if the malfunction recurred. The customer acknowledged and understood these instructions.